Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01899 0001825034-2024-01907. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Upon visual inspection of the returned liners, both liners have visible damage to the scallops. There is no damage to the outer radius or the locking feature of the device. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 010000809 / g7 hi-wall arcomxl lnr 32mm d / lot #: 6640690 unknown g7 shell. G2: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liners would not assemble with the shell. Another construct was used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and no further information is available.